Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited an av delay of 119 ms while programmed to 275 ms in dddr. When the mode was changed to doo the av delay was at 120 ms. When the device was returned to initial values, the av delay was 275 ms. Measured battery data was 2.7v, 26ua and 2 kohms impedance.